Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was acceptable with no alarms. Quality control data provided by the customer were acceptable and within the customer¿s range for all ise parameters. The investigation determined the service actions performed resolved the issue.

Manufacturer narrative:
The customer found screw for sipper was off and replaced the screw. The field service engineer determined an unintended movement of the ise sipper nozzle. The ise sipper nozzle was readjusted. Mechanism checks, calibration, and quality control measurements were performed without any issues. Quality control results were within range. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na and k for gen.2 on a cobas 8000 ise 1800 module. The sample initially resulted in a na value of 137 mmol/l, accompanied by a data flag. The sample was automatically repeated, resulting in a na value of 146 mmol/l. The sample was then repeated on a second module, resulting in a na value of 137 mmol/l. This result was deemed correct. The sample initially resulted in a k value of 4 mmol/l, accompanied by a data flag. The sample was automatically repeated, resulting in a k value of 5 mmol/l. The sample was then repeated on a second module, resulting in a k value of 4 mmol/l. This result was deemed correct. The initial questionable results were reported outside of the laboratory. The na electrode lot number was u47_2021 with an expiration date of (B)(6) 2022. The k electrode lot number was i44_2022 with an expiration date of (B)(6) 2023.